Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived on site and evaluated the device. Fse confirmed fiber was damaged and found alex pump chamber out of specification. Fiber breakage was observed near the handpiece. Fse expressed, "fiber breakage appears to be a mechanical breakage, which can be caused by provider bending or pulling it." To resolve the issue, fse replaced the fiber and alex pump chamber. During initial complaint given, site had relayed that no injury had occurred. On (B)(6) 2025, provider shared that they experienced a burn on the lateral side of their neck from the spark that occurred. Although no photos were provided, the provider confirmed that the burn was minor and did not require medical intervention and has nearly fully healed. Cynosure clinical determined cause of event to be inconclusive. Per cynosure clinical "settings used for this treatment were 11 j/cm² and 40 ms, which fall below the recommended minimums in the guidelines. This may help explain the patient's report of not feeling any sensation at the beginning of the session." The clinical settings used in this case have been reviewed and discussed with the treatment provider to help improve outcomes in similar future cases. Due to provider changing the fiber on their own, it may have contributed to the damage on the fiber. This is a device malfunction since the damaged fiber caused an accidental radiation occurrence (aro) and therefore reportable.

Event description:
Site reported that the elite+ was not working so provider switched out the fiber from the 20mm handpiece. After switching the fiber, provider heard a pop and energy was shot towards her.